Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator into the external auditory canal. Subsequently, the patient underwent revision surgery on (B)(6) 2024, under general anesthesia to reposition the device. The implanted device remains.